Event description:
The generator analysis was completed on (B)(4) 2013. The generator performed according to functional specifications as defined in final electrical test (B)(4). During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead was completed on (B)(4) 2013. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 167 mm portion quadfilar coil 1 appeared to be broken approximately 87 mm and 88 mm from the end of the cut outer / inner silicone tubes. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 87 mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Scanning electron microscopy was performed on the quadfilar coil 1 coil break (found at 88 mm) and identified the area on one of the broken coil strands as being mechanically damaged with fine pitting which prevented identification of the coil fracture type. The areas on two of the remaining three broken coil strands were identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. Determination could not conclusively be made on the fracture mechanism of the remaining quadfilar coil strand. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The gouge mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The patient's explanted lead and generator were returned for analysis. Analysis completion is pending. The patient's implant card documented the reason for lead replacement was a lead break.

Event description:
A neurology office reported that they had a vns patient who had a system diagnostic test performed resulting in a dcdc of 7, limit=high, eos=no, and was going to be referred for revision surgery.their vns device was disabled. Prior to this patient office visit all their diagnostic testing on their device was within normal limits. There was no report of any patient trauma or manipulation that may have caused their high impedance. X-rays were taken but not sent to the manufacturer for review. The patient went to surgery on (B)(6) 2013 and had a full revision performed. Their explanted products and on their way back to the manufacturer for analysis.